Manufacturer narrative:
Additional information: b5, g3, h6 (rfr, fdd) additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic perineal direct intestinal (rectal) resection in miles surgery, the handpiece sealing was impossible. Activation tone could not be heard when outputting was not possible and there was no end tone. It was successfully sealing several times, it became unusable at the initial stage after starting to use. The thickness of tissue was within a range that would not be a problem even if the device was used normally. They reinserted the cord and the ft10 power turned on/off for about 10 minutes when the sealing was faulty, but it did not improve. A new handpiece was used and it worked fine. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic perineal direct intestinal (rectal) resection in miles surgery, the handpiece sealing was impossible. A new handpiece was used and it worked fine. There was no patient injury.